Manufacturer narrative:
We made multiple attempts to request information about the cause and resolution of the reported problem, but no response was received, and no information was made available. Based on the information available there is insufficient information to confirm the reported problem. We cannot confirm the cause and final disposition of the device due to the customer's lack of response to requests for additional information. The investigation concludes that no further action is required at this time.

Event description:
It was reported to philips that the device had a battery problem. There was no patient involvement.